Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an infection was present at the ipg site. Reportedly, the ipg site was red, inflamed and draining. As such, the patient's ipg was explanted to address the issue.

Event description:
Related manufacturer reference number 3006705815-2023-00896. It was reported that the infection is persisting at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg pocket site was irrigated and the patient's extension was repositioned away from the site of infection.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the infection resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.